Event description:
Customer reported unexpected negative reactions on the echo with a patient sample. The patient had a previous history of anti-fya and anti-c.

Manufacturer narrative:
Reactivity of the c and fya antigens was confirmed on retention capture r ready ID, lot id105 and capture- r ready screen (3), lot r031. These products were used by the customer at the time of the event. A service call was made. Replaced the probe, 100ul syringe, 1000ul syringe and washer manifold. The unit was tested and operated within specifications.